Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a peeling address label.

Event description:
It was reported via phone call that the buttons on the insulin pump were not working. Customer's blood glucose was not known. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.